Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Patient identifier: (B)(6). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that prior to surgery that the impactor was missing a pin. The same device was used to complete the procedure. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. However, it cannot be confirmed where the missing pin is or if it was retained from the previous case. Due diligence is complete. No additional information is available.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2025-01218.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2025-01218